Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). The field service engineer found dirt in the pre-rinse sipper line. The line was cleaned, the system calibrated, and samples were retested with correct results. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+beta results for approximately 15 patient samples from the cobas 6000 e601 module. Two examples were provided. Example 1 initial result was 55 miu/ml, and the repeat result was <0.100 miu/ml with a data flag. Example 2 initial result was 90 miu/ml, and the repeat result was <0.100 miu/ml.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The customer provided data for additional examples of the approximately 15 patient samples with questionable elecsys hcg+beta results. For all involved samples, the initial result was generated on 31-may-2025, and the repeat result was generated on 03-jun-2025. Example 3 initial result was 297 miu/ml, and the repeat result was 80.94 miu/ml. Example 4 initial result was 41 miu/ml, and the repeat result was <0.100 miu/ml with a data flag. Example 5 initial result was 259 miu/ml, and the repeat result was <0.100 miu/ml with a data flag. Example 6 initial result was 414 miu/ml, and the repeat result was 137.8 miu/ml. For all involved samples, the repeat result was believed to be correct. The investigation determined that there was insufficient customer maintenance of the instrument. There was no product problem identified, and there was no malfunction of the device. The service actions resolved the issue.